Manufacturer narrative:
The fse replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards. The touchscreen was returned for analysis. Visual inspection of the touchscreen revealed no evidence of damage or contamination. A failure investigation (fi) was performed, and the technician reported that the root cause to be the ul_lr / ur_ll resistances and resistance ratio are out of specification. Fault are found on this returned touchscreen. The reported complaint was verified.

Manufacturer narrative:
Date of report: 03jun2021. There was no patient involvement.

Event description:
The customer called into technical support (ts) reporting that the touchscreen is bad and losing interface board. The customer reported there was no patient involvement at the time the issue was discovered. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem that the touchscreen has intermittent failure. Touchscreen will need to be replaced.